Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-31675 for sensor.

Event description:
Customer's mother reported via phone call, the customer has been having issues with sensors not adhering properly. Customer's mother is worried issue is due to the summer heat. However, she was concerned due to the customer was at her aunts home and the sensor had fallen off and customer woke up with high blood glucose of 600 mg/dl. They were able to get the customer's blood glucose down. Troubleshooting was performed for tape not sticking. Customer's blood glucose was 107 mg/dl. Customer is not returning the sensor for analysis.